Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported right side exchange from textured to smooth due to concern with the product as well as a possible right side rupture. The device remains implanted.

Event description:
Healthcare professional additionally reported right baker grade iii/IV capsular contracture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified deformation, cloudy and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is:-no issues found related with the manufacturing.